Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they were unable to charge their implantable neurostimulator (ins). The ins battery would not advance past halfway and then would not charge at all. These charging issues started in (B)(6) 2015. The patient had been without stimulation since (B)(6) 2015. They attempted a charging session and positioned the recharger antenna over the ins but saw a reposition antenna screen. The patient noted that it had been potentially 3 months since their last successful recharging session. No interventions were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.